Event description:
Boston scientific received information that this right ventricular lead presented with an increase in pacing thresholds and a decrease in sensing one day post-implant. A lead revision was performed but the lead was difficult to access due to the patient's anatomy. A good position of this lead was obtained but when the physician pulled back the stylet from the lead, the leads insulation pulled back from the lead, resulting in damage. The procedure was stopped and another revision was performed the following day. This lead was partially explanted and successfully replaced. No additional adverse patient effects were reported. A portion of this lead was capped and surgically abandoned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.